Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) explained. The home patient (hp) did not disconnect, no leaks, no unused line was open, cycled the power, system error 2367. The tsr assisted to retrieve cassette. The hp requesting to increase comfort control the tsr assisted as requested, advised to let the registered nurse (rn) know about the system error 2240. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was evaluated but the issue could not be confirmed and the cause could not be determined. The lot number was not available, therefore, no batch review could be performed for this device. If additional relevant information becomes available, a follow up medwatch will be submitted.